Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 14/oct/2025, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized for peritonitis. In additional follow-up, the pd nurse stated that on (B)(6) 2025 the patient experienced a fluid leak (involving the fresenius liberty cycler cassette. Subsequently, on (B)(6) 2025, the patient was hospitalized with symptoms of abdominal pain. The nurse reported that it is unknown if the patient had a pd culture obtained in the hospital. However, the nurse indicated that the patient was diagnosed with peritonitis, per her doctor. The patient is receiving antibiotic therapy in the hospital (details are unknown) for peritonitis. The patient remained hospitalized at the time follow-up was performed. The nurse attributed peritonitis to a fluid leak occurring on (B)(6) 2025.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler cassette and the patient¿s peritonitis event. The patient reportedly experienced a fluid leak prior to developing peritonitis. Based on the reported information, it cannot be determined what may have caused the leak to occur. However, peritonitis is a known risk when a fluid leak during pd therapy occurs with the fresenius liberty cycler cassette due to a breach in the sterile pd pathway. Therefore, the fresenius liberty select cycler/liberty cycler cassette cannot be excluded from the peritonitis event.

Event description:
On (B)(6) 2025, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized for peritonitis. In additional follow-up, the pd nurse stated that on (B)(6) 2025 the patient experienced a fluid leak (involving the fresenius liberty cycler cassette. Subsequently, on (B)(6) 2025, the patient was hospitalized with symptoms of abdominal pain. The nurse reported that it is unknown if the patient had a pd culture obtained in the hospital. However, the nurse indicated that the patient was diagnosed with peritonitis, per her doctor. The patient is receiving antibiotic therapy in the hospital (details are unknown) for peritonitis. The patient remained hospitalized at the time follow-up was performed. The nurse attributed peritonitis to a fluid leak occurring on (B)(6) 2025.